Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10058. It was reported, the top two electrodes were sheared off of the left trial lead as it was being removed from the patient on (B)(6) 2015. X-rays were taken and determined the electrodes were on top of a vertebral segment, not in the epidural space. The physician decided to wait until the permanent implant procedure to remove the electrodes. The patient underwent surgical intervention on (B)(6) 2015, where the two electrodes were removed and the patient was implanted with a permanent scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.